Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the dso seal was ripped and bubbled during testing. There was no patient involvement/no harm reported.

Manufacturer narrative:
H3 and h6 codes, updated. The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. The customer reported complaint was confirmed by visual inspection. Replaced the downstream occlusion (dso) seal to correct the issue. The software was updated. Performed dso/upstream occlusion (uso) calibration. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.